Event description:
An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
The serial cable was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
The physician indicated that he has been unable to interrogate two vns patient's generators with his programming system. A company representative performed troubleshooting on the physician's tablet at which time the serial cable was identified as the problem. The serial cable was replaced and the tablet was able to interrogate a generator. Attempts to obtain additional relevant information have been unsuccessful to date.